Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased impedance measurements from 380 ohms to greater than 800 ohms with elevated threshold measurements. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated that the programming changes seemed appropriate as it resulted in better impedance and threshold measurements. They will continue to closely monitor the patient. No other adverse events have been reported. This product issue will be updated if additional information is received.